Event description:
The user ran a serum sample from a (B) (6) female pt for hcg. The sample gave a result of 0.622 miu per ml and was reported out. The pt had an ultrasound and the baby "is present", so the doctor had a sample redrawn and requested the laboratory rerun the original sample. The rerun of the original sample produced a result of >10,000 miu per ml, which when repeated with dilution gave a value of 20391 miu per ml. The redrawn sample gave a result of >10000 miu per ml, upon dilution gave a value of 19975 miu per ml. Another sample drawn from the pt was also tested, giving result of >10000 miu per ml, and upon repeat with dilution, gave a result of 20242 miu per ml. User stated "the pt knew she was pregnant, so no treatment or diagnosis was made based on the erroneous result and there was no adverse effect". The field service representative found the customer was using 13mm sample tubes without using the recommended rack inserts per customer bulletin, and advised customer to use rack insert with 13mm tubes. Investigation is ongoing.